Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed. Review of the submitted log file data confirmed a pump stop as well as elevations in pump power and flow; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log files captured a pump stop event on 29jun2024 as well as elevations in power and flow between 18jul2024 and 25jul2024. Many of the elevations appeared to be associated with pulsatility index (pi) events. No other notable alarms or events were captured. The pump appeared to have operated as intended above the low-speed limit prior to and following the pump stop event. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number: (B)(4). No further issues have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, and patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate ii lvas, including pump thrombosis. This section also addresses all pump parameters, including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6, ¿patient care and management¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the hmii patient handbook, "alarms and troubleshooting", address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had a pump stop on (B)(6) 2024 around 10 am. They did not remember it, and it went unnoticed. Log file confirmed a pump stop on (B)(6) 2024. There had been no further pump speed issues since. There was not enough evidence to confirm the cause, but it occurred while connected to the power module so possibly a short to shield. Additional log files were submitted, and there were no unusual events recorded. There were no changes in patient's status.

Event description:
It was further reported that the patient was having random power spikes over the past couple of days. It was thought the patient might have ingested thrombus. Log files were submitted for review and there were no unusual events recorded in the log file event history. The equipment was operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.